Event description:
It was reported that the patient received inappropriate shock due to oversensing on the right ventricular (rv) lead. It was noted there was noise/artifact in the ventricular channel. A lead revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the unexpected delivery of a ventricular tachyarrthymia therapy. Beginning (B)(6) 2015, 37 ventricular sensing integrity counts (sic); nst episodes and ventricular fibrillation (vf) detected episodes with lead noise oversensing. Vf detected episodes with inappropriate shocks.